Event description:
A little less than two years prior to the date of this report, it was reported the patient experienced a loss of therapeutic effect. The patient had no stimulation sensation for the past 4-5 weeks. There was no known accident or incident related to the complaint. Stimulation was not felt on program 1 up to 6.0v, when they had always felt stimulation at 4.0v. The patient changed to program 2 was feeling stimulation. Later in (B)(6) 2014, the patient was not feeling stimulation. It was stated that it had been one year since they had felt stimulation. Stimulation was increased on the current program, but the patient still did not feel it. It was noted the patient was going to continue trying other programs to see if they could feel stimulation and if not, they would contact their doctor. Information received as the date of this report indicated the patient had been feeling a shocking sensation, especially when getting out of bed since early (B)(6) 2014. Stimulation was over 6.0v, but eventually lowered to 5.0v. It was stated the patient had tried programs 1, 2, and 3, but they did not ¿seem to do anything.¿ a loss of therapeutic effect was again noted. It was stated the interstim worked for ¿maybe about two years.¿ the patient had met with the healthcare provider (hcp) the day prior and the voltage was lowered. The hcp reportedly indicated the implant had ¿failed¿ and a replacement was needed. No further detail was provided. It was stated the patient wanted the implant, but there was no scheduled date for a replacement. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# v634859, implanted: (B)(6) 2011, product type: lead. (B)(4).